Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker expired one day post implant on the day they were discharged from the hospital.